Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had rapid gas loss. There was no harm reported.

Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no issue with the unit. The unit passed all functional and safety tests and was returned to customer in good working condition.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had rapid gas loss. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a